Event description:
During robotic hysterectomy and sling surgery gyrus pk generator malfunctioned and did not heat correctly. An alternative method was used to complete the procedure. Otherwise, the surgery appeared to be without complications and successful. Two days later patient was admitted to the ER with a bowel perforation. There is no reason to believe the device malfunction contributed to the injury. The pk was later tested and still did not work properly. FDA safety report ID # (B)(4).